Manufacturer narrative:
Evaluation summary: the device returned loaded in to a guide catheter, a y-connector was loaded on the device and a guide wire was loaded in the device. The distal section of the device had exited the guide catheter. Deformation was evident to the 5th distal stent wraps with struts raised and stretched. Due to the deformed stent struts it was not possible to remove the device from the guide catheter. Od measurement, stent position and patency testing could not be performed due to entrapment of the device. There was no damage noted to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat severely tortuous, mildly calcified lesion exhibiting 95% stenosis in the mid right coronary artery (rca). The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated using a 2.0x15mm euphora balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The mid rca lesion had severe angulation proximal to the stenosis. It was reported that an attempt was made to advance the stent and it would not cross just proximal to the stenosis. The undeployed stent was pulled back into the 6f guide catheter and resistance was met when the stent was half way into the guide catheter. The resistance prevented the device from being pulled back so all the devices were removed together. On inspection it was noted that some of the struts were lifted and deformed which prevented the stent from been fully retrieved inside the guide. The patient is alive with no injury.